Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged perforation of the ivc and an unsuccessful retrieval attempt. Unable to determine the root cause based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - perforation or other acute or chronic damage of the ivc wall.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for a recurrent pe on anticoagulation. The right common femoral vein was accessed using micropuncture technique and the filter was successfully deployed below the renal veins. There were no complications. Approximately three months post filter deployment, a filter retrieval procedure was performed. The right internal jugular vein was accessed using micropuncture technique and a retrieval device was inserted and removed. A gooseneck snare was inserted. The right femoral vein was accessed using micropuncture technique and a 10x20x80 pta balloon was inserted. The pta balloon and all wires were removed and manual pressure was held at both access sites. The procedure was completed and hemostasis was obtained. There was no bleeding or hematoma at the insertion sites image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the medical records allege a filter was implanted successfully below the renal veins. Approximately three months after deployment, a retrieval procedure was performed. Access was allegedly gained through the right internal jugular vein and a gooseneck snare was inserted. The right femoral vein was accessed and a pta balloon was inserted. The devices were removed and hemostasis was obtained. Based on the medical record review, removal difficulties can be confirmed; however, it is unknown whether the filter was successfully removed. The investigation is inconclusive for perforation as there was no mention of this issue within the medical records provided. Due to the limited information provided within the medical records, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five months post vena cava filter deployment; allegedly filter perforation of the ivc was discovered during an unsuccessful filter retrieval attempt. No additional information was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post vena cava filter deployment for a recurrent pe on anticoagulation, multiple devices were used via jugular and femoral access during a retrieval procedure. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that approximately five months post vena cava filter deployment; allegedly filter perforation of the ivc was discovered during an unsuccessful filter retrieval attempt. No additional information was provided. The patient status at this time is unknown.